Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "continuously without showing an error message". No patient injury reported.